Event description:
Procedure: lap sigmoid. According to the reporter: after the first closure of the anvil to the stapler, the surgeon did not like the way the tissue looked and thought he saw part of the pursestring extruding outside of the stapler. The surgeon opened the stapler, repositioned the tissue, and then closed the stapler again. The surgeon still did not like the way the tissue appeared, so he opened the stapler again, and separated the anvil. The surgeon then discovered that the anvil had tilted prematurely. The anvil and stapler were both replaced and fired successfully, which produced complete donuts and a favorable leak test. Operative time was extended approximately forty five minutes.

Event description:
Caller reported aviva blood glucose results of 200 mg/dl and "about 100" mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.